Event description:
A follow up call was made to the customer due to a previous call where she mentioned high blood glucose levels. Found that the customer had been hospitalized for high blood glucose levels two years ago. The customer could not recall the exact date, but stated that her blood glucose levels were greater than 600 mg/dl. The customer stated that she is no longer wearing the device she was wearing at the time of the event. The customer only remembered that the insulin pump was not working, and the diabetes specialist did something to fix it. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.